Event description:
It was reported that upon removal of the drain, a piece broke off and remained inside the pt which had to be surgically removed. The drain was place and broke the same day during removal and after resistance was noted. The drain was initially placed deep within the incision after which the fascia was closed using two running 31 vicryl, subcutaneous tissue w/2-0 vicryl, skin w/3-0 vicryl and steri-strips and sterile dressings were applied. There was no pinching or binding of the drain noted after placement. The postoperative course for removal of the broken drain was unremarkable per the doctor's documentation.